Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 22.6 mmol/l at the time of incident and treated with bolus from insulin pump . Customer also reported that they received sensor updating alert. Customer declined trouble shooting for alert and hyperglycemia. The insulin pump will not be returned for analysis.